Event description:
It was reported that during an open lung procedure, when they tried to cut the pulmonary artery, the stapler only cut but there was no staples formed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw misaligned. Additional information was requested and the following was obtained: the complaint form indicated this is a potential adverse event. Was there any patient consequence as a result of the event? Nothing that they report. There was critical situation during operation but the surgeons handle it. Was the post-operative care for the patient changed? No information about this! Was there any bleeding noted? If yes, how much blood was lost (ml)? Did the patient require a transfusion? There is no exact number of the blood lost. It was open lung surgery operation and the surgeons said that it had been catastrophe if they had done it by using camera. The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.